Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; 0181, competitor implantable tachy lead, implanted: unknown. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted. No further patient complications have been reported as a result of this event.